Event description:
The patient reported a storm, and the monitor disrupted their phone service. When the phone was plugged back into the monitor, it had a dial tone. The monitor had a green power light. When a call was made to the home, it was never dropped when the patient hung up. The monitor had to be disconnected. The monitor was returned for servicing and subsequently tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the assembly was out of specification-electrical.